Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that proultra surgical #3 pack tip broke during use. All fragments were retrieved, no injury occurred.

Manufacturer narrative:
Investigation results: DHR nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return customer returned 3 broken tips in an autoclave pouch. Using microscope visually checked tips. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instruments. Complaint does not indicate what power setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. No unopened product was returned for additional testing. Root cause unknown. Failure mode - broken during use root cause - not determined conclusion code - unexpected failure.